Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete g2: foreign country - taiwan. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported that the handpiece appears low speed and machined head worn wile depress throttle. The event timing was during kit inspection. There is no harm or delay reported. No adverse events were reported as a result of this malfunction. Due diligence is complete and no additional information is available.

Event description:
There is no additional event information available.

Manufacturer narrative:
Review of the most recent repair record determined the unit had low speed and machined head was worn. The motor, motor sleeve, ball bearing, spring seal, needle bearing, o-ring, reciprocation arm and machined head need replacement; however, the repair has not completed because the repair site is waiting on the customer's response. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends